Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 37.0, 64.0, 119.0, 126.0, 137.0 and 138.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The pull wire was retracted from its alignment feature, and the embolization coil was detached from the pusher assembly. The embolization coil was undamaged inside the introducer sheath. The introducer sheath was stretched approximately 7.0 ¿ 18.0 cm from its proximal end. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the smart coil may not be advanced out of the introducer sheath. Forceful advancement of the device against this resistance likely contributed to the kinks observed near the pusher assembly mid-joint. Further evaluation of the device revealed additional pusher assembly kinks, the pull wire was retracted from its alignment feature, the embolization coil was detached, and the introducer sheath was stretched. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat dural arteriovenous fistula (davf) using penumbra smart coils (smart coil), non-penumbra coils and a non-penumbra microcatheters. It was noted that the patient anatomy was tortuous. During the procedure, the physician successfully implanted five smart coils and five non-penumbra coils in the target vessel. Next, the physician experienced resistance while advancing another smart coil within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using five additional coils. There was no report of an adverse effect to the patient.